Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that a manufacture representative (rep) told a patient when they first got the implant done to bypass airport security and do a manual pat-down because the rep knew other patients that experienced discomfort from going through the detectors. The caller did not have any additional information. No further complications were reported/anticipated.